Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 08/16/2016. Visual inspection of the returned platform was performed; the front and bottom cover were damaged. The battery lock was broken. Both head restraint cables were frayed and cut. The autopulse platform is a reusable device and was manufactured on 07/25/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed and multiple user advisory (ua) 07(discrepancy between load 1 and load 2 too large) were noted on (B)(6) 2015. The archive was corrupted. The functional testing was performed and platform displayed ua 07(discrepancy between load 1 and load 2 too large) upon powering on. In summary the customer's reported complaint is confirmed. The root cause for ua 07 is related to defective load cell. The defective load cell was replaced. The functional test was performed after replacing defective load cell, and did not duplicate any of the user advisory or fault.

Event description:
It was reported that autopulse platform displayed user advisory(ua) 07(discrepancy between load 1 and load 2 too large).the ua was not clear. There was no physical damage to the autopulse. Ua was observed during patient set up. Manual CPR was performed until a backup device arrived on seen. No patient information or adverse effects reported.